Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019 the patient reported no audio on the g6 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported no audio on the g6 mobile application was not confirmed. A probable cause could not be determined via data.